Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced low blood glucose of 40 mg/dl. Customer¿s current blood glucose is 250 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer treated with the food. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer does allege pump was over delivering. The product will not be returned for analysis.